Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure the picture streaks was confirmed. However, picture turns purple was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken, and no image was displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the picture streaks were caused due to the broken video cable which resulted in no image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had an internal damage to the cable and the image streaks or turns purple during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.